Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient's device hasn't been turned on in quite a while, because they had problems with it taking a long time to recharge. The patient reported they stopped trying to charge because it was taking so long and it was taking all day to charge and they never fully charged. The patient requested to meet with a manufacturer's representative (rep). The patient has no attempted to charge in about 2 year. The risk of overdischarge was reviewed, and prm necessity if the device is confirmed to be in overdischarge. The patient was forwarded to the healthcare provider (hcp) as they are the ones who can request a rep. The patient was sent a list of healthcare provider (hcp)'s as they do not currently have a managing physician. No further complications were reported. No symptoms were reported.